Manufacturer narrative:
Pending confirmation of catheter revision surgery. Device remains implanted at this time and was not returned. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. A supplemental MDR will be sent when the catheter revision is performed. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report an underinfusion volume discrepancy. Cs reported that the patient previously complained about a lack of pain relief, but there was no volume discrepancy at that time. A dye study was performed at that time, and the catheter was deemed to be patent. At the patient's next refill appointment, an underinfusion volume discrepancy was observed with the expected volume being 5.9ml and the actual aspirated volume was 15ml. Cs reported that the patient was going through withdrawal symptoms around that time and was hospitalized for the symptoms. Cs attended the patient's next physician appointment, where they showed the physician how to do a valve assessment. It was determined that the valves were functioning however there was still an underinfusion volume discrepancy alleged. Another dye study was performed, and the catheter was deemed to be patent. The patient has been referred to a neurosurgeon for a catheter revision, which was scheduled for a later date.

Manufacturer narrative:
Catheter revision was scheduled, but was not able to be confirmed to have occurred. Multiple follow-up attempts with the healthcare professional were unsuccessful. The root cause of the alleged issue was not able to be determined. If additional information becomes available regarding the revision surgery, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional communication from the agent covering the issue stated that a catheter revision was scheduled.